Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. It was noted that the bottom ring was cracked. We have documented the circumstance as they have been reported to us. A valid lot/batch number was not received therefore the device history review could not be performed.

Event description:
It was reported that the device would not discharge charged energy at any other energy levels except 360 joules. The device would give a constant escalating tone and failed to discharge energy. There was no known patient use associated with the reported event.

Event description:
It was reported that during a gastric band procedure, the trocar was leaking pneumo. The trocar was leaking at the seal cap. It leaked the entire time the device was in the trocar. To stop the leak, they put a piece of latex glove between the seal cap and the rest of the trocar. It was used as a diaphragm to stop the trocar from leaking. This allowed the completion of the procedure without any patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.